Event description:
A 28 mm asd occluder was mounted on the 9f-delivery system and placed onto the asd. On testing by gentle pushing and pulling, it was noted that residual leakage occurred as observed by tee. An attempt was made to withdraw the right atrial disc into the delivery system, but the disc became detached and the occluder then lodged in the right ventricle. Surgical removal of the device was required.